Event description:
The tubing broke off at the luer-lock adapter. The pt experienced heavy bleeding from the central line catheter. The pt was sent to the hosp to have a hemoglobin done; she required no treatment. The tubing is going to be sent to the MFR.